Manufacturer narrative:
Blank fields on this report are the result of information not being provided by the initial reporter or user facility. This product is used for therapeutic purposes. (B)(4). The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
Device available for eval: (B)(4) 2012. The product was returned to the manufacturer and analysis was performed by a quality engineer. The sample was received with no original packaging or labeling to identify product, but was reported by customer to be item (B)(4) int-l emg tube, 7.5 mm, from lot number 020935425. This item matches drawing xdg (B)(4) for et tube part (B)(4). The print on the inflation pillow, giving the size as 7.5mm, further supports this identification. The tube appeared used, displaying blood on the electrode tape. There was a length of surgical tape still stuck to the tube near the connector. The tube was inflated with 20cc of air with a standard syringe, following the preparation procedure given in the IFU, document 68e3922 rev d: 'test the cuff for leakage by inflating with 15 to 20 cc of air.' While the cuff was inflated, the tube was visually inspected through the connector (proximal) end. It was noted that the tube was collapsing internally as the inner layer was visibly delaminated from the spring layer. The cuff was evacuated of air and the inner layer of the tube returned to the proper position. The tube was then submerged in a water bath at 99.0 degrees fahrenheit. (Temperature measurements were taken with digital thermometer asset (B)(4), cal due 2013). After approximately ten minutes the tube was re-inflated with 7cc of air. The delamination was again visible near the proximal connector (in the area of the inflation tube junction). The temperature of the water read 97.3 degrees fahrenheit at this point. The complaint is confirmed for delamination. Evaluation conclusion: investigation of the raw material used to manufacture this tube shows that there is a variation in the tendency to delaminate. The material used to manufacture this lot fulfilled our specifications but other parts of that manufacturing batch were rejected in our manufacturing control (at incoming inspection). Tubes from the same lot and other lots based on the same batches of raw material were subject to testing by air inflation pressure to simulate a normal usage situation. Testing were done at the inflation pressure recommended in anesthesiology literature (about 25 cm h2o = 6.5 to 7.5 cc air) and no delamination was observed. (B)(4). The severity of harm (intervention) is actually much less than the severity level (possible death) as documented in the risk analysis. The review of the global post market surveillance database does not indicate any trend.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four hours into a procedure for a radical neck dissection, the flex endotracheal tube lumen became occluded decreasing oxygen to the patient. The emg tube was removed and replaced with a standard endotracheal tube and the procedure was completed without further incident. The patient was taken to the intensive care unit post-procedure. The anesthesiologist reported the patient is well and has not suffered any kind of damage or injury.